Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, speed fluctuations occurred. While the rotablator console was being used, it was found that the knob to adjust the rpm's was non-functional. The rpm readings were also jumping. No patient complications were reported.